Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had been having problems, they just had a weight loss surgery last year on (B)(6) 2017 and lost weight. The patient stated that now they were having a lot of pain going down their left back and were concerned where they put the stimulator. The patient wanted to see if they could get the stimulator to cover the new pain area they were having. Patient services offered to help the patient use their patient programmer to check their programs to see if there was one that could cover the pain, but the patient stated that they were currently recharging, but could get their programmer. Then the patient indicated that they were getting a call from someone else who they wanted to talk to, so they ended the call before more information could be collected. No further complications were reported/anticipated.